Event description:
It was reported that 11 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 -3.50 x 28 mm stent implanted. The total occluded lesion being treated was located in the distal circumflex and into the second marginal vessel. The physician had tried to predilate the lesion with a cross sail 3.0 mm x 15 mm balloon. However, on the first inflation the balloon had a "watermelon seed" effect and an embolization of a thrombotic material went into the first marginal. The vessel remained open, however, the very terminal portion was occluded and there was some mild st elevation with no chest pain. The physician decided no intervention of this area was needed due to the vessel being less than 1 mm in size. The physician was then able to predilate the total occluded lesion located in the distal circumflex and into the second marginal vessel with the same balllon at 8 atms for 20 seconds x 2. It was noted that the lesion was greater then 25 mm. After predilation the physician successfully deployed a taxus express2 -3.50 x 28 mm stent at 10 atms for 20 seconds. Post-dilation was then performed at 14 atms for 15 seconds. A timi grade 3 was noted downstream blood flow in the distal circumflex. It is noted integrilin IV was started at the end of the procedure. Eleven days later the pt returned to the hosp complaining of chest pains with st segment elevation. The pt was brought to the cath lab and was determined to have a subacute thrombosis in the front edge of the previously placed taxus stent. The physician opened the occlusion without any complications.